Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and "posed breast implant, breast hypoplasia." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of exposure and capsular contracture are physiological complications and analysis of the device generally do not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure and capsular contracture baker grade unknown.